Event description:
It was reported that a pump malfunction with code 16-0x20e6 occurred. There was no reported adverse impact to the customer's blood glucose level. The pump was no longer under warranty, and no additional actions or outcomes were documented.